Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges lymphoma. The medical intervention was not specified. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was initially contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges lymphoma. The medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation, evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, control dial, keypad, pca, blower, blower box, blower outlet seal, rear panel o-ring, p4 power connector, dc jack color insert. Missing accessory module flip door. A hairlike substance was observed inside the sd cover flip door. Unknown contaminate was observed inside the top and bottom enclosures, inside the ui and rear panels. A contaminate consistent with keratin was observed on the blower box. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes unable to directly address the symptoms outlined in the complaint. Did observe dust/dirt contamination in the airpath, likely from a source external to the device. In this report, section d9, g3, h3, h6 has been updated or corrected.